Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: ethnicity was african american. She is not a candidate for ocps or lysteda. Previously administered products included for an unreported indication: ferrous sulfate. Concurrent conditions included anemia, uterine fibroid, bleeding breakthrough since (B)(6) 2015, submucous leiomyoma of uterus since (B)(6) 2015 and iud expelled. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena), iron, analgesics and surgery (total laparoscopic hysterectomy (B)(6) 2016 with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved, the dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion two dates were reported. (B)(6) 2008 and (B)(6) 2015. Diagnostic results: on (B)(6) 2015, patient with very complicated cardiac and medical history. Ultrasound. Endometrial biopsy if necessary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: confirming menorrhagia and genital haemorrhage. Most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received - new event "did not undergo essure confirmation test" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity was african american. She is not a candidate for ocps or lysteda. Concurrent conditions included anemia, uterine fibroid, bleeding breakthrough since (B)(6) 2015, submucous leiomyoma of uterus since (B)(6) 2015 and iud expelled. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with levonorgestrel (mirena), iron, analgesics and surgery (total laparoscopic hysterectomy (B)(6) 2016 with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved, the dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion two dates were reported. (B)(6) 2008 and (B)(6) 2015. Diagnostic results: on (B)(6) 2015, patient with very complicated cardiac and medical history. Ultrasound. Endometrial biopsy if necessary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: confirming menorrhagia and genital haemorrhage. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received. Events added from pfs- dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and abdominal pain. Reporter details, concomitant disease, concomitant drug-mirena and lab data were added. Essure implant date was updated to (B)(6) 2008 (previously reported (B)(6) 2015). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.